Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that after the patient was implanted they experienced stimulation in their ribs that felt like a belt was being tightened around their waist- this was considered a sudden change in symptoms. The representative noted that this occurred approximately one week after implant and the patient was reprogrammed. No further complications reported.